Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that shaft kink occurred. The target lesion was located in the right coronary artery (rca). A 12mm x4.00mm nc quantum apex¿ balloon catheter was advanced to the lesion. However, it was noticed that the shaft kinked. The device was removed from the patient and the procedure was completed with a 4.5mmx12mm balloon catheter to post dilate the stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed a shaft break.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. There was contrast in the inflation lumen. The balloon was tightly folded. The hypotube shaft was completely separated 61.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous kinks throughout the hypotube. There was no visible damage or irregularities with the outer and inner shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).